Event description:
It was reported that this lead exhibited gradually increasing pace impedance measurements reaching out of range. Provocative maneuvers were completed, but no artifacts were seen. A full chest x-ray is expected to be completed at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.